Event description:
On dec. 16, 2021, olympus medical systems corp. (Omsc) received the literature titled "efficacy of single-balloon overtube for endoscopic submucosal dissection in the proximal colon: a propensity score-matched analysis". A total of 88 tumors located in the proximal colon resected by balloon-assisted (ba-esd) using single-balloon overtube (sbo) and 461 tumors resected by conventional esd(c-esd) between june 2015 and november 2020 were considered. For ba-esd group, the median age of the patients was 71±11 years, and 54 patients were male. For c-esd group, the median age of the patients was 68±11 years, and 287 patients were male. For the esd procedure, olympus products(pcf-q260azi, pcf-h290ti, standard tip hood, dualknife, dualknife j, itknife nano, st-cb1, obcu) were used. In the literature for the procedure, it was reported that the following. *as the adverse events, intraoperative perforation, delayed perforation, and postoperative bleeding were reported in 30, 2, and 13 patients, respectively. Based on the available information, reported intraoperative perforation, delayed perforation, and postoperative bleeding were not reported in a direct relationship with the olympus products. However, omsc assumes that in the intraoperative perforation and the delayed perforation might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the intraoperative perforation and the delayed perforation might be caused or contributed to a death or serious injury. Omsc assumes that the postoperative bleeding was not serious based on the available information such as the following report: *postoperative bleeding was defined as any apparent bleeding or hematochezia or > 2 g/dl decrease in blood hemoglobin concentration compared with the preoperative level. Therefore, omsc assumes that the intraoperative perforation and the delayed perforation were an adverse event to submit. Based on the available information, specific information on the subject device and the patient (except for some, for example, age) were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the intraoperative perforation and the delayed perforation.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.